Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut off while in use on a patient at the time the reported issue was discovered. However, there was no impact of harm to the patient or user. The rt (respiratory therapy) staff reported that the vent shut down twice and alarmed with a message of "auto reset." The device was swapped out with a different device. No medical intervention provided to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for service and repair.

Manufacturer narrative:
H10: the field service engineer (fse) performed a complete performance verification testing as per service manual and could not duplicate the reported problem. Unit passed all tests and was returned back to service. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.